Event description:
It was reported that the needle never deployed the cannula into the skin. The pink slide did not move forward, and the cannula was not visible when the pod was removed. No impact to the patient's glucose level was reported. The pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.  We are unable to confirm the reported needle mechanism failure or to determine its root cause. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The pod was received undeployed and delivered 31 pulses. A rotational sensor malfunction was seen where the rotational sensor failed to transition, completing first prime in only 21 pulses. The commutator cap was observed to be contaminated with fluid, but no leaks were found when testing the fluid path for leaks. A rerun was completed, and the data abnormalities were not replicated. The failure to transition from the rotational sensor caused the needle to not deploy due to the insufficient amount of pulses delivered required to deploy the needle mechanism. The cause of the rotational sensor malfunction cannot be conclusively determined. The cause of the fluid contamination on the commutator cap is unknown.